Event description:
Per the clinic, the patient developed a skin overgrowth and an infection around the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove excess skin around abutment. During the same procedure, the abutment was removed and a longer abutment was placed. The patient was also treated with topical antibiotics (specific date and duration not reported)

Manufacturer narrative:
This report is submitted on february 16, 2023.